Event description:
The customer reported that the companion 2 driver "sounded different," and the pt was short of breath and appeared "dusky". The pt was switched to a backup driver, and the customer reported that the pt was no longer short of breath and his color improved. This alleged failure mode poses a low risk to the pt because it does not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.